Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two xience devices referenced are filed under separate medwatch report numbers. The additional serious injury referenced is filed under a separate medwatch report number. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported through a research article identifying xience v, xience prime, xience xpedition that may be related to death and serious injury. Specific patient information is documented as unknown. Subsequent to the previously filed EU mir, it was also noted in the article that thrombus occurred.